Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # v340501, implanted: (B)(6) 2009, product type lead. (B)(4).

Event description:
Additional information received reported the cause of the event was that the battery was dead. The battery was replaced and the patient recovered without permanent impairment. It was added that the patient experienced 50% or greater symptom reduction.

Event description:
A little less than a month prior to the date of this report, it was reported the patient experienced a loss of therapeutic effect. The patient had been running to the bathroom more for the last 3-4 months. The patient was unable to make adjustments both with or without the antenna attached to the programmer. It was noted the programmer was last used about 5 months prior. Information received as of the date of this report indicated the patient was still having concerns regarding their device or therapy, but was working with their doctor of manufacturer representative. A surgery was scheduled for (B)(6) 2014. It was unclear what the surgery was for. A follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).